Event description:
Customer reported experiencing inaccurate low results with a fasttake meter. Their blood glucose result was 104 mg/dl on their meter and 131 mg/dl on the lab. Tests were done within 5 minutes with a difference of 21%. He did not experience any adverse events.